Manufacturer narrative:
Interrogation results were normal. Visual screen was acceptable. Device image download successful or attempted. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and left ventricular (lv) lead were explanted due to an infection. The patient's condition was not known.